Manufacturer narrative:
D9: corrected date when the device was returned. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional inspection, including pressure and clear passage testing, no leak or blockages were observed. The set underwent pull testing and no separation was noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. It was further reported the ¿tubing leaking by microfilter¿. The leak occurred during a cefepime infusion via a PICC (peripherally inserted central catheter) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.